Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant attempt, the patient had severe tricuspid regurgitation, and the lead would not stay in place. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.